Event description:
It was reported that preparation for a rotational atherectomy procedure, a shaft leak occurred. The target lesion is unknown. During preparation of the 1.5mm rotablator rotalink plus burr, saline was injected into the device and leaked from the shaft. The procedure was completed with another of the same device. No complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified that the sheath had tightened marks 83cm and 85cm from the distal tip of the burr. This is consistent with over tightening of the hemeostasis valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use give detailed instructions on the proper set up of the rotablator system and states to avoid excessively tightening the hemostasis valve. The damage found on the returned device is consistent with over tightening of the hemostasis valve; therefore, user related. (B)(4).